Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported unknown side capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Device photograph(s) for the device related to the reported event of capsular contracture, crease / folding of implant and cyst(s) requested on february 18 ,2025. It is not possible to determine the lot number or catalog through the photos provided. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ cyst(s): unable to observe as it is a medical event that is not related to the device. ¿ crease / folding of implant: no observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side capsular contracture, baker grade IV rare simple cysts, and accentuated folds. Device has been explanted

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b3, b5, d6b, g2, h.6.

Event description:
Patient reported left side side capsular contracture, baker grade IV rare simple cysts, and accentuated folds. Device has been explanted.